Event description:
It was reported that during the implant procedure that the set screws of the pacemaker (pm) did not make clicking sound when being fixed. The pm was not used and the physician elected to complete the procedure with a different pm successfully. The patient was stable.